Event description:
It has been reported that the bd microlance¿ needle has been found with the needle and syringe separating during use. The following has been provided by the initial reporter: the needle got disengaged from the luer part. Consequences: over consumption because necessity to use another needle.

Manufacturer narrative:
Investigation: one physical sample was received for evaluation by our quality engineer. Through examination of the returned sample, it was determined that the product had a broken hub at the presfit (plastic part). A device history record review was completed for the provided lot number and the sub-assembly product lots. The review did not reveal any signs of non-conformance during the production process. Based on the investigation results, a definite cause could not be determined for this incident. It is possible that the hub broke as a result of incorrect handling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd microlance¿ needle has been found with the needle and syringe separating during use. The following has been provided by the initial reporter: the needle got disengaged from the luer part. Consequences: over consumption because necessity to use another needle.